Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 due to a heart attack and a diabetic ketoacidosis. The customer had a high blood glucose level of 495 mg/dl. The customer was experiencing shortness of breath, felt lethargic, and had mild aches and pains. The self-test passed. The customer was wearing their insulin pump at the time of the emergency room visit. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.